Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from the patient indicated the medication led to the patient not begin able to urinate with the device on. The patient was unable to provide the dates of the previous utis as they had many.

Event description:
Information received from the consumer reported that they had been on antibiotics since the first of the year because they had a urinary tract infection or bladder infection. They thought they were allergic and developed severe diarrhea. Twice the patient was blocked and couldn't urinate due to spasms and pain. When their spouse turned the device off, they were able to urinate. The patient reported that they got off the antibiotics about 2 weeks prior to the report. Relevant medical history includes gastrointestinal/pelvic floor. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.